Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The cause could not be determined. The most likely cause is a temporary contact failure due to deposits on the electrical contacts of the connector. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint is an expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope displayed no image. The therapeutic endoscopic surgery procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed no image. The therapeutic endoscopic surgery procedure was completed with the same device. There were no reports of patient harm.